Event description:
It was reported that when using the bd pyxis¿ es server all new orders were not crossing over from epic to any pyxis station. It was also reported that the orders were not populating on the es server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages were current and orders were crossing. A technical support specialist tss connected to the server and checked the site-down query, confirming that the message count was around 4000 but was actively draining. The issue resolved itself, and the customer later confirmed that the orders were crossing again. The system functioned as intended after the issue was resolved.